Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that the display was showing ¿call your doctor¿ icon. It was further noted that there was an out of regulation (oor) condition. It was noted that the reporter did not know when the first oor message appeared or any history. It was noted that it could be that the setting were so high they will need a high charge level. It was noted that the charge level and settings were unknown. It was noted that the patient was implanted on the day of report and still had bandages so could not charge. Additional information received reported that the patient was a bilateral rechargeable patient. It was noted that the device was fully charged at implant. It was noted that the patient was programmed to 5 volts, 90 pulse width, 130 rate, with c+, 0-, 1- with ¿I minute on and 30 seconds off.¿ it was noted that the patient was in simple mode. It was noted that the therapy impedance was 480 and that the unipolar range was 800-1400. It was noted that it had only been about 5 hours since implant and the patient was at 100 percent. Additional information received reported that the patient had performed a brief recharging session and the ins was 100 percent full. It was noted that the patient checked his device with the deep brain stimulation (dbs) patient programmer and it reported on and ok status. It was noted that at that time the patient was looking good. Additional information received reported that the since receiving the error code on monday the stimulators were being checked 2 or 3 times a day. It was noted that most of the time it was okay. It was noted that the left ins had an oor condition on (B)(6) 2013. It was noted that the right ins had an oor condition on (B)(6) 2013. It was noted that the patient recharged in the morning around 8:30. It was noted that when the patient got an oor message the patient only needed to hold the charger while it was charging up the stimulator for a short time. It was noted that it was less than a minute but that it was enough to clear the error message. Additional information received reported that the patient was getting an ¿oor¿ message on a daily basis. It was noted that it was sometimes on the right and sometimes on the left. It was noted that ¿typically¿ by 5:00 pm the patient was registering an error message. It was noted that the patient was charging on a daily basis in the morning. It was noted that the error message was a nuisance because they can¿t turn the stimulators off at night as long as there was an error message. It was noted that the patient was told that the stimulators were working but that was the same day as surgery and I was a little groggy. Additional information received reported that the patient had been receiving an oor error message a couple of times a day. It was noted that the patient had dbs for depression. It was noted that the patient had been getting this error code since he had surgery on (B)(6) 2013. It was noted that the patient was not able to adjust stimulation. It was noted that the patient had on oor condition. It was noted that the patient holds the charger up to it and waits for it to register and after 30 seconds the patient can go back and recheck it and the oor message cleared. It was noted that this may not go away. It was noted that programming was a factor and might need to make sure that there are nothing wrong with impedances. It was noted that the patient had tried just shutting off with the patient programmer and turning it back on with the patient programmer to see if the oor went away. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 64001, lot# n410950, implanted: (B)(6) 2013, product type: adapter; product ID 3391s-40, lot# v159340, implanted: (B)(6) 2010, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 64001, lot# n410950, implanted: (B)(6) 2013, product type: adapter; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37651, serial# (B)(4), product type: recharger; product ID 3391s-40, lot# v159369, implanted: (B)(6) 2010, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).